Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Visual inspection showed the top and bottom cases were in excellent condition. No visible contamination a review of the event history log (ehl) identified primary audible alarm background (bgnd) test and auxiliary control unit (acu) watchdog failure as sympathy alarm. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure and performed self-test/occlusion test. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.

Event description:
It was reported that the pump exhibited a primary audible post alarm. No patient injury was reported.